Manufacturer narrative:
Examination of the submitted device confirms polyethylene wear. Review of the device history records did not reveal any anomalies or manufacturing deviations. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not draw any conclusions about the root cause of the polyethylene wear; however, provided info indicates poor device alignment was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be rec'd, the investigation will be re-opened.

Event description:
Patient was revised because the patella component sheared off due to malalignment. Poly wear and osteolysis were noted intraoperatively.